Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable defibrillation lead, a drop in the patient's blood pressure was observed. A pericardial effusion was noted and a cardio tap was performed. The effusion was not able to be completely drained. Open heart surgery was then performed to completely remove the effusion which had become clotted near the right atrium. A small hole was also reported in the right ventricular wall. It was suspected this lead had perforated the heart wall. No additional adverse patient effects were reported.